Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the lead got distorted due to tough cardiac anatomy. The lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event is consistent with procedural damage.